Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. Lot numbers were received and the device history records were reviewed and found to be conforming. The process of gaining necessary information is still ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient, during the surgery, experienced implant fracture. Implant position is unknown.

Manufacturer narrative:
1. Event description: it was reported that during surgery on (B)(6) 2021, the implant was fractured. It is unknown whether the event occurred during the initial or revision surgery. Harm: s1 - no patient, user, or other stakeholder harm hazardous situation: unknown. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. 5. Conclusion: it was reported that during surgery on (B)(6) 2021, the implant was fractured. It is unknown whether the event occurred during the initial or revision surgery. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.